Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 39 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. In further analysis of the pump history found multiple pump error 39 alarm (B)(6) 2024 from 10:06:10.000 until 18:28:48.000. Critical pump error (open book image) alarm was triggered by three pump error 53 and 4 alarm confirmed in the detailed trace: pump error 53 alarm (fileid = 26; linenum = 2292) (variable = 02) on (B)(6) 2024 at 21:59:20.000. Pump error 4 alarm on (fileid = 32122; linenum = 2690) on (B)(6) 2024 at 21:59:28.000. Two pump error 53 alarm (fileid = 26; linenum = 2292) (variable = 02) on (B)(6) 2024 at 22:52:08.000. Two pump error 4 alarm on (fileid = 32122; linenum = 2690) on (B)(6) 2024 at 22:52:16.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and corroded motor home switch. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm and pump error 4 alarm. Pump error 53 and 4 alarm confirmed due to moisture damage on the electronic assembly. Pump error 39 alarm confirmed multiple times in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39. The customer reported no adverse event. The event involved product(s) mmt-1884. "Pump error 3739, 4143, 7980, 82, 130" customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.